Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 446mg/dl. The customer was assisted with troubleshooting and found poor connection with reservoirs not locking and issues with the transfer guard. Customer declined trouble shooting for high blood glucose. The customer was treated with insulin pump. The product will be returned for analysis.

Manufacturer narrative:
Evaluated two open or used reservoirs, checked reservoirs snap-caps width dimensions dop114-811 and d6014595. Using a new lab infusion sets connected reservoir and found easy to connect or release. Value: .447, value: .448. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).